Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "implanted and removed" (no code available [iol (intraocular lens) implant]). A user facility reported that an intraocular lens was "implanted and removed." Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/18/2010, 07/06/2010, and 07/13/2010 by phone and mail. A completed questionnaire has not been received. (B)(4).